Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed onsite, including replacement of the armrest motor module in the surgeon side console. The field engineer coordinated part acquisition and installation, and the system was verified for functionality following the repair.

Event description:
It was reported that during a cholecystectomy with the da vinci 5 system, the surgeon was unable to adjust the console ergonomics due to a fault. The customer contacted technical support during the procedure, and it was confirmed that there was an issue with the ergo armrest motor. The customer attempted a power cycle, but the errors persisted. The site disabled the ergonomic controls, and the surgeon manually adjusted the foot tray to proceed with the case. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the armrest motor module involved with this complaint to perform failure analysis. Failure analysis confirmed error 23062 in the logs, but the error could not be replicated during testing. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.